Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced increased astigmatism (refractive over/under correction). The lens was exchanged with a same length but different power lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Health effect clinical code: astigmatism (refractive over/under correction). H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).